Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case is broken. Battery release and ring cover are contaminated. Lead flex cover is corroded. Output connectors are damaged and are missing the silicone. Battery contacts were not staked down and one is loose. Ring bail is bent. Keyboard is scratched. Serial number label and battery drawer o-ring are missing. Main pcb (printed circuit board) connectors are missing silicone. (B)(4).

Event description:
It was reported the device doesn't come on with a new battery. The device was returned for repair. There was no patient involvement.